Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6-impact code: 4625 used to capture incision enlarged. Section h6-clinical code: 4581 used to capture incision enlarged. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was removed from the patient¿s left eye. After the lens was implanted, a tear was noted in the posterior capsule. The iol was removed and an anterior vitrectomy was completed. The incision was enlarged. A sulcus lens from a different manufacturer was implanted, lens model ma60ac. Miochol-e (an eye solution) was instilled, and suture 10-0 was used to close the incision. Patient tolerated the procedure well. The jnj suspect iol was discarded. No further information was provided.